Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with heavy tortuosity and calcification. Pre-dilatation was performed and the 2.25 x 23 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. During removal, resistance was noted. After the sds was removed, it was observed that the distal stent struts were flared. Another sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: returned goods lab analysis noted that the stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. The distal stent struts were not damaged as reported; however, the proximal stent struts were bent. It is likely that the account inadvertently reported the distal stent damage instead of the proximal stent damage. There were multiple kinks throughout the shaft. Failure to advance/cross a lesion can be affected by numerous factors including but not limited to patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Additionally, factors which may contribute to resistance/difficulty removing from the anatomy include but are not limited to damage to the device, procedural technique, and interaction with the lesion and/or accessory devices. In this case, there was no note of any damage observed to the stent delivery system (sds) or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported complaint. The lesion was described as heavily calcified and heavily tortuous, which likely contributed to the reported failure to advance/cross the lesion. It is most likely that the proximal stent struts became damaged as a result of interactions with the lesion and/or tip of the guiding catheter, resulting in resistance/difficulty during withdrawal. The shaft kinks most likely occurred during the procedure and/or as a result of handling, packaging, and shipment back to abbott vascular for analysis. To ensure these types of event are not the result of a product quality deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is tested to verify product quality prior to lot release. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for difficult to remove for this lot. There is no indication of a product quality deficiency.